Event description:
As reported by the edwards clinical specialist, during an edwards transfemoral tavr procedure, a rupture of the external and common iliac artery occurred. After serial dilation of the right common femoral artery (via cutdown) with the 16fr, 20fr and 23fr dilators (all of which met no resistance), an attempt was made to advance the 25fr dilator. The dilator met resistance at the level of the internal and external iliac bifurcation. The operator then attempted to remove the dilator and met resistance. An angiogram revealed rupture of the external and common iliac artery. The artery was repaired with a dacron graft and the patient remained stable throughout the procedure. A conduit technique was attempted to continue with the tavr procedure. However, the dissection was proximal to the conduit and it was decided that it was not a good idea to deploy the edwards sapien valve. The 22fr rf3 sheath or delivery system was not introduced into the patient as the procedure was then aborted. The 23mm sapien valve (supplied in the same kit) was not opened. Additional information provided: the access vessel diameter was 7.2-8mm. There was severe vessel calcification and mild tortuosity. The event was not due to a device malfunction.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. In this case, the access site diameter of the rfa was noted to range between 7.2 mm and 8 mm. There was severe vessel calcification and mild tortuosity. The size of the dilator that resulted in the rupture is 25 fr (8.3 mm). The tavr procedure requires large bore devices in patients who often have pvd. The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient has a history of pvd, and per report, severe vessel calcification. The placement of sheaths and dilators in these vessels may result in damage to the vessel. It is likely that the combination of patient factors, and the insertion of a large diameter dilator, caused or contributed to the reported vessel damage. Review of the IFU and training manual revealed no deficiencies. No further actions are required at this time.